Event description:
The customer reports that the device has softkeys that do not operate on the device. Also claimed are the front panel buttons are worn out.

Manufacturer narrative:
(B)(4). The customer reports that the device has softkeys that do not operate on the device. Also claimed are the front panel buttons are worn out. The customer reports that the device has softkeys that do not operate on the device. The device was evaluated by a philips field service engineer and confirmed. The field service engineer replaced the display assembly to resolve the problem. The device was put back in service. There was no reported pt involvement. We will consider this a malfunction of the display assembly that resulted in the softkey not working.